Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems power supply and one cardiomems power cord were received for evaluation. The reported event of frayed wires was confirmed. Visual inspection determined that there were frayed and exposed wires on the power supply cord. During initial testing, it was determined that while the power cord was functioning properly, the power supply was not able to hold power due to frayed and exposed wires. The power supply was not tested due to the observed issue.